Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was stated that there was complete medial neck rounding in 7 hips and partial rounding in 20 hips. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that medial neck rounding was seen in 27 hips.

Manufacturer narrative:
(B)(4)